Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection noted the cathode conductor coil was extremely stretched in the neck region. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead required four attempts to position the lead. It was later noted that the ra lead had dislodged. A revision procedure was performed and two more attempts were made to position the lead and achieve appropriate measurements. The next follow-up noted increased out of range impedance measurements along with increased sensing and threshold measurements. The device was reprogrammed to vvi and another revision was scheduled. This lead was explanted and replaced. No adverse patient effects were reported.